Event description:
It was reported that the right ventricular [rv] lead was exhibiting noise and high short interval counts (sic.) The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011; (B)(4) stent graft (B)(6) 2011. (B)(4).